Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated and found to have a bearing failure. The bearing failure was caused by lack of lubrication by the operator per the dfu.

Event description:
In this event it was reported that an estylus handpiece attachment became hot while in use, there was no injury reported.